Event description:
The catheter was removed per rn. The patient was positioned in the supine position with the head of the bed slightly elevated. After removing the sutures, the patient was instructed to take a deep breath and not to breath out while the line was being removed. A gauze was placed over the insertion site while the line was being removed. No resistance was met while removing the line. The tip appeared intact and normal. Pressure was applied for approximately five minutes after the line was removed. Patient began coughing, and pressure dressing applied. Patient became short of breath, and the rapid response team was called. The patient was transferred to the ICU. Patient deteriorated over the course of eleven hours and was unstable throughout the day. Eventually the patient coded and expired later that evening. Conclusion: air emboli secondary to removal of catheter.